Event description:
It was reported that an asymptomatic patient presented to the clinic for follow-up. The device was found to exhibit post-paced t-wave oversensing. Programming changes were made during the device check. There were no adverse health consequences to the patient.